Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.368, lot u252079, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: august 30, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the complete 4.5mm diameter front piece is broken off at the crossover to the 6.5mm diameter, the fragment was not returned for evaluation. The cutting edges are in the area of the fracture badly damaged. In general is the reamer in a used condition with different wear marks at the shaft and the coupling adapter. Dimensional inspection: the relevant dimensions can not be verified anymore without the fragment and as the breakage occurred at the crossover from the smaller to the bigger diameter. Document/specification review: the drawing was reviewed to verify the material and hardness specification. The review of the manufacturing documents has shown that the device was made out of 440a stainless steel as required and that the hardness was within the specification of 50-55 hrc as defined in design standard. The expert a2fn surgical technique was reviewed and following statement can be pointed out related to this complaint: precaution: do not exert force on the aiming arm, protection sleeves, drill sleeves and drill bits. This force may prevent accurate targeting through the proximal locking holes and damage the drill bits. Investigation conclusion: the complaint is confirmed as the forefront of the reamer is broken off as complained. During the performed evaluation no manufacturing related issue could be detected. The cutting edges are in the area of the fracture badly damaged, this let us assume that an excessive metallic contact between the reamer and most likely the nail did lead to a mechanical overload and finally the breakage of the device. The mentioned very hard bone may also have played a certain role for targeting and reaming. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for femoral trochanteric pathological fracture. During the ream, the reamer couldn¿t go forward and when the surgeon applied force to the reamer, the tip of it broke. The surgeon couldn¿t remove the fragment of it and it remained in the patient. He inserted an additional screw and the surgery was completed successfully within thirty (30) minutes delay. The surgeon commented that patient bone quality was very hard and it might cause the breakage of the reamer, but if the reamer was disposal product, this event didn¿t occur. No further information is available. This report is for one (1) reamer ø4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for complaint (B)(4).